Event description:
Note: this report pertains to one of two hurricane dilatation balloon used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane dilatation balloons were attempted to be used in the common bile duct during a dilatation procedure performed on (B)(6) 2026. During the procedure. It was reported that the balloon ruptured. Additionally, the same problem happened on the other hurricane dilatation balloon device. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another hurricane dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results at this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.